Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for small calcar fracture: periprosthetic bone. Fracture femoral (intraoperative during primary). Event is serious and is considered mild. Event is possibly related to both device and procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020; (left hip). Treatment: open reduction internal fixation left hip.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Correction: d1, d2, d2b, d4 (catalog & UDI), d11. Concomitant products reported in the initial report is being retracted since this complaint refers to instrument and not an implant. Articuleze m head 36mm -2, altrx neut 36idx54od, pinn can bone screw 6.5mmx15mm, pinn can bone screw 6.5mmx30mm, & pinnacle sector ii cup 54mm.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.  Product complaint # (B)(4). Investigation summary: a review of the provided photographed x-rays confirmed the complaint. Although it was not possible to directly identify a bone fracture using the provided x-ray images it is reasonable to confirm the fracture, but not the root cause, as evidenced by a cerclage wire having been placed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.